Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse replaced the endoscopic camera manipulator (ecm) and the patient side manipulator (psm) 3. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that prior to the start of a da vinci-assisted simple transvesical prostatectomy surgical procedure, customer encountered a non-recoverable fault in arm 3, and on disabling arm 3, the same fault was transferred to arm 2. Customer stated that it was possible to see water coming out of the arms. The customer also said that the water may have fallen from the air conditioning unit installed above where the patient side cart (psc) was stationary. The procedure was aborted without patient involvement.